Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer replaced a faulty alaris pump that did not alert "air in line". The reported event occurrence was at approx. 1500. There was no patient harm reported.

Manufacturer narrative:
Additional information: device manufacture date, imdrf annex b codes and manufacturer narrative. Correction: manufacturing location. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a pump module not alarming for air in line was not able to be determined. The facility provided only the log files of the concomitant devices; therefore a log analysis could not be conducted. Testing was not performed as no devices or product were returned for investigation. The bd alaris pump module air in line tip sheet states that when inserting the tubing into the ail detector, use a fingertip, and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). Root cause: the root cause of the reported complaint of a pump module not alarming for air in line was not able to be determined due to insufficient information and the absence of returned devices for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer replaced a faulty alaris pump that did not alert "air in line". The reported event occurrence was at approx. 1500. There was no patient harm reported.